Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd preset¿ arterial blood collection syringe, white foreign material was observed near the base of the needle on 75 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 14-mar-2025 h3. Device eval by manufacturer- yes investigation summary - bd received 72 samples and 4 photos for investigation. Evaluation of the photos indicates white foreign matter located on various parts of the cannula. Additionally, 10 of the returned samples were investigated and reviewed, revealing white foreign matter on these samples. Furthermore, 10 retained samples were visually inspected, and no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd preset¿ arterial blood collection syringe, white foreign material was observed near the base of the needle on 75 units. No adverse impact was reported regarding the patient or user.